Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The returned device was tested; this showed the device under-delivered tidal volume. The issue was determined to have been caused by an issue with the variable relief valve.

Event description:
Information was received that a smiths medical pneupac parapac ventilator does not deliver volume. No adverse effects were reported.